Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of edema (pulmonary edema), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of pulmonary edema appears to be a result of procedural and patient conditions and likely due to interaction with the pulmonary vein during cds insertion, as well as the patients tendency to bleed easily. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is conservatively filed for pulmonary edema, requiring intervention. It was reported that the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Prior to the procedure beginning, the patient was noted to have some nose bleeding and blood was seen in the endotracheal tube. The clip delivery system (cds) was advanced without difficulty. The cds was noted to be close to the lateral wall, but was easily positioned and the clip was implanted without difficulty. Post procedure, a small pulmonary edema was noted and it was thought that, perhaps, when the cds exited the steerable guide catheter (sgc), it entered the pulmonary vein during advancement. This was not seen on echocardiogram, but was thought as possible when the views changed. The patient was suctioned and remained intubated, but was in stable condition post procedure. No additional information was provided.